Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo sample evaluation: photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples notes opened (with original packaging), used temp sensing catheter with sample port connector and syringe. The first photo and fifth photo show the document of biohazard box and reported event form. The third photo shows a close up image of balloon deflated partially the fourth photo shows material number for catheter 119314 and manufacturing lot number ngjy4784. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4784. Visual inspection noted the balloon was partially inflated prior to the start of this evaluation and deflated balloon passively using the returned syringe with no leaks noted. The balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. Using the returned syringe, attempted to deflate balloon passively and only 2 ml could be withdrawn. Once again using the in house luer lock syringe, it deflated balloon passively and successfully in 3 minutes and 3 seconds with no cuffing noted. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain water from the foley catheter during the pre test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain water from the foley catheter during the pre-test.